Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to erosion, infection and swelling. The physician removed the entire system after the device became exposed in the patient's pocket. There were no additional adverse patient effects reported. The s-ICD was explanted.